Manufacturer narrative:
Device is not being returned for evaluation.

Event description:
During an acl repair two screws broke on the femoral side. The surgeon was using a b-t-b graft. Prior to insertion of the first screw a 6mm tap was used. This screw was removed. On the second screw an 8mm tap was used. This screw broke approx 5mm from its head. The surgeon decided he had adequate fixation with this screw, so he left it in place. A delay of thirty minutes took place. No pt injury or complications took place.